Event description:
Dexcom was made aware on 04/13/2025, that on (B)(6) 2025, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2025. According to the patient, she experienced a skin reaction with cellulitis infection underneath sensor pod area only. The reaction was treated with a prescription of unspecified antibiotics. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). E1: initial reporter state: (B)(6).